Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer: no, lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -07.0 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was reported as having a low vault and refractive surprise. The lens remains implanted.

Manufacturer narrative:
The lens was explanted on (B)(6) 2016. The lens was exchanged for a longer lens and the problem was resolved. (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial. Clear surgical residue was present on the product. Visual inspection found no visible damage to the lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).